Event description:
Information received indicates the CPR function is not working. The head section can be lowered using the siderail switch.

Manufacturer narrative:
The technician isolated the issue to a sticking CPR valve. The technician replaced the CPR valve to repair the bed.